Manufacturer narrative:
One introducer was returned for eval. Visual inspection revealed a kink approx 3.7" from the tip of the sheath. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak at the proximal and distal ends of the handle. Dissection of the handle revealed the shaft of the introducer was damaged at the pullwire window. St. Jude medical is investigating the leaks at the handle of the agilis nxt device. (B) (4). Date the initial reporter provided the info to the MFR: 10/21/2009. There were no reported consequences to the pt.

Event description:
It was reported, blood leaked at the valve of the introducer throughout the transseptal procedure. There were no consequences to the pt.